Event description:
New information received notes that during lead revision procedure, physician was unable to insert the stylet into the lead. Lead was explanted and replaced. It was mentioned that the suture sleeve had several sutures from initial implant, and yet the lead was slipping through that suture sleeve leading to lead dislodgment.

Manufacturer narrative:
There was no stylet insertion issue with lv lead. (B)(4). Patient¿s condition was stable. (B)(6).

Event description:
There was no stylet insertion issue with lv lead. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that loss of capture on lv lead was observed. Lead dislodgement was noted on x-ray. Physician mentioned that the lead was pulled back because the insulation and sleeve were not working well together. There were no other electrical anomalies. Lead revision is not scheduled yet. Patient is asymptomatic.